Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pcf and medical records received. After review of medical records patient was revised to addressed failed right hip arthroplasty, adverse local tissue response secondary to metal debris and trocanteric fracture. Prior to revision, the patient alleged pain and injury. Operative notes indicated upon entering the hip, there was obvious destructive lesion occurring. Upon entering the joint space under pressure was this metal stained fiber purulent exudate, a very thick granular type of tissue that was destructive in nature. There were peripheral osteolytic lesions. The acetabular component was well fixed also with the stem. There was some mild degree of trunnion where noted. Lab result for chromium was above 7. Doi: (B)(6) 2009. Dor: (B)(6) 2018, right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.